Manufacturer narrative:
Pt's age: patient's age was (B)(6) old at the time of reported intervention.

Manufacturer narrative:
No lot number information was supplied; therefore, no review of the manufacturing paperwork could be performed.

Event description:
In a literature article, "right ventricle-to-pulmonary artery shunt: alternative palliation in infants with inadequate pulmonary blood flow prior to two-ventricle repair", published in the society of thoracic surgeons (ann thorac surg 2008;86:183-8), infants with biventricular hearts and inadequate pulmonary blood flow underwent palliation by placement of an rv-pa shunt procedures between (B)(6) 2004 and (B)(6) 2007. According to article, a (B)(6) patient with tetralogy of fallot and pulmonary atresia, underwent a shunt procedure using a 6mm gore-tex vascular graft. The patient required revision of the shunt two days after placement due to stenosis at the distal anastomosis.

Manufacturer narrative:
Literature article was inadvertently left off the initial report sent today.